Manufacturer narrative:
The event of "lymphedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient reported "swelling, reddening and hardening in the breasts due to lymphatic problems", "issues subside with time and then reappears". This relates to the left side. Device remains implanted.